Event description:
It was observed that during the device evaluation, the rigid video laparoscope had dented outer tube and foreign material in the laser light cable (llk plug) of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the outer tube traced to component failure. However, the cause of the foreign material observed in the laser light cable (llk plug) of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.